Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, device migration. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including unspecified breast implant illness symptoms, joint pain, tiredness, suffered from miscarriages, and her breastfed child has learning disabilities. Additionally, it was reported that the breast prostheses flipped around in the patient¿s breasts. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. The suspect medical devices were discarded after explant surgery. This medwatch report is for the patient¿s left breast prosthesis.